Manufacturer narrative:
A steris service technician inspected the washer and found that the hose on the condenser required replacement. The hose is part of the condensate line where hot steam cools down and becomes water. The high heat could have caused the hose to shrink over time subsequently causing the reported event to occur. The technician replaced the hose, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.